Event description:
A patient reports they are unable to charge their controller as it is getting hot to the touch during charging. In addition the patient reports the controller charger port is burnt. The patient reports they have a back up for insulin delivery.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.